Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the 2.80x19 graftmaster stent was implanted to treat a perforation; however moderate residual perforation was left. An attempt was made to advance the 2.80x16 graftmaster stent delivery system (sds); however it failed to cross the lesion. Medication was administered, thus eventually sealing the perforation. Per the physician, the graftmaster stent did not cause or contribute to complications or adverse events. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.